Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient received a notifier indicating one reading for high voltage lead impedance was high. Post readings were stable. No changes were made. The lead was to be monitored. The patient was stable.